Event description:
On 7/7/98, baxter was informed by a customer of a centrifuge blood leak during a stem cell procedure. Approximately, 45 minutes into the procedure, the operator noticed 3 drops of blood on the floor. Upon further inspection she found blood in the centrifuge, which she indicated appeared to be coming from a hole in the separation bag. The operator was away from the instrument for 20 minutes prior to noticing the blood on the floor. No one was splashed or sprayed with blood during the incident. Though the operator was not present 20 minutes prior to this event, she claims there were no alarms associated with the blood leak. The customer stated that the donor required two units of packed red blood cells due to a drop in hemoglobin. The customer has retained the kit, will forward it to the mfg site for evaluation. Donor info - a first time, stem cell donor/recipient, 36 y/o female breast cancer pt, wgt. 198 lbs. Symptoms were stated to be light headedness and weakness. Blood was taken from the donor at that time and the hemoglobin result was 7.5 g/dl. Hemoglobin results at the start of the procedure was 9.5 g/dl. The donor was given two units of packed rbcs and was released from the collection site. This donor was scheduled the following day for a repeat donation. The donor is allergic to penicillin, demerol, and atropine. Currently, the donor is taking neupogen, coumadin, rafampin, and levaquin. Procedure - total time: 45 mins; vol. Processed: 3,226 ml. Flow rate: 70 ml/min; wb/acd ratio: 10:1; acd used 300 ml; product collected: 60g stem cell.